Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-oct-2018. The most recent information was received on 08-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("painful symptoms") in a 41-year-old female patient who had essure (batch no. E25509) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), fatigue ("extreme fatigue"), weight increased ("intake of weight"), headache ("headaches") and limb discomfort ("heavy legs"). The patient was treated with surgery (essure removal via celioscopy on (B)(6) 2018: salpingectomy and removal of uterus horns). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, myalgia, fatigue, weight increased, headache and limb discomfort outcome was unknown. The reporter provided no causality assessment for fatigue, headache, limb discomfort, myalgia, pelvic pain and weight increased with essure. The reporter commented: only one implant inserted. She was on sick leave for 3 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("painful symptoms") in a (B)(6) female patient who had essure (batch no. E25509) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), fatigue ("extreme fatigue"), weight increased ("intake of weight"), headache ("headaches") and limb discomfort ("heavy legs"). The patient was treated with surgery (essure removal via celioscopy on (B)(6) 2018: salpingectomy and removal of uterus horns). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, myalgia, fatigue, weight increased, headache and limb discomfort outcome was unknown. The reporter provided no causality assessment for fatigue, headache, limb discomfort, myalgia, pelvic pain and weight increased with essure. The reporter commented: only one implant inserted. She was on sick leave for 3 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.